Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that a zero-p implant 6mm height convex-sterile was detached. There was no patient consequence. There is no further information available. This complaint involves one (1) device. This report is for one (1) zero-p implant 6mm height convex-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: device interaction/functional . Visual inspection: the zero-p implant was received in an assembled condition, with some slightly signs of use on the titanium portion. Function test: the device was re-assembled according the assembly instruction without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No unintended detachment can be observed. The complaint was not able to be replicated. Therefore, the complaint is not confirmed. Summary: our investigation has shown, that the complaint condition could not be replicated and therefore this complaint will be rated as unconfirmed. The performed evaluation did not identify any product related issue, the device could be easily re-assembled and did stay in position after assembling as required. This lot of 8 pieces was manufactured in december 2018, all devices are distributed, and we are not aware of any other complaint for this part- and lot number combination. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Because the complaint condition could not be replicated the in the investigation flow listed remaining investigation steps are not required according our procedure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 04.617.136s, lot: 2l67575, manufacturing site: mezzovico, release to warehouse date: dec 24, 2018, expiry date: dec 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.